Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The circulation pump was found to be the cause. The circulation pump was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device could not circulate water. Circulation pump needs to be replaced. Circulation pump was exchanged, and the system worked.

Event description:
It was reported that the arctic sun device could not circulate water. Circulation pump needs to be replaced. Circulation pump was exchanged, and the system worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.